Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for (B)(6) lot 70350li00 and the tracking and trending report review determined that there are no related adverse or non-statistical trends identified for the complaint issue. No non-conformances, potential non-conformance or deviations were identified. Based on this data, the product is performing as intended and no product issues were identified. No returns were made available from the customer site. Cinical (B)(6) testing was performed using in-house retained kits of reagent lot 70335li00 (which contains the identical bulk components as lot 70350li00). Two commercially available seroconversion panels were tested and all results met specifications. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. Lot# corrected to 70350li00 and catalog# corrected to 08l44-35.

Manufacturer narrative:
This report is being filed on an international product, list number 08l44, that has a similar product distributed in the u.s., list number 06l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample ((B)(6)) generated an initial architect anti-hbc ii assay result of (B)(6). The patient's physician questioned this result as this patient had tested reactive for this analyte in the past. The sample was then recentrifuged and retested with reactive results of (B)(6). The customer believes that the initial result is (B)(6). There is no impact to patient management reported. Other test results for this patient as provided by the customer: architect anti-hcv= (B)(6); architect anti-hbs= (B)(6); and architect hbsag qualitative ii= (B)(6).